Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement test. The insulin pump returned with missing end cap sticker.

Event description:
Customer reported a hospitalization due to high blood glucose. Customer stated that he couldn't get the blood glucose readings below 500 mg/dl. The current blood glucose reading is 108 mg/dl. Customer stated that he was feeling ill. The blood glucose reading at the time of the event was over 500 mg/dl. Hospital is treating with insulin drip. Nothing further reported.